Manufacturer narrative:
The index procedure was an elective case. The target lesion was distal circumflex. The lesion was reported to be: de novo, eccentric, calcified, 6.19 mm in length, vessel diameter of 2.31 mm, and type b2. The lesion was pre-dilated with a 2.25 x 15 mm balloon at 10 atm for 20 sec. A cypher 2.5 x 18 mm stent was implanted at 12 atm for 20 sec. The stent was post-dilated with a 2.25 x 15 mm balloon at 18 atm for 20 sec. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that approximately nineteen (19) months after the index procedure, the patient complained of chest pain and was admitted to the hospital. Coronary angiography was done and thrombus was observed in the previously implanted cypher 2.5 x 18mm stent. The very late thrombosis was treated by balloon angioplasty using a 2.0 x 15mm balloon at 12 atm/duration known. The patient was reported to have recovered and was discharged from the hospital eleven (11) days after the intervention. The physician's comment regarding the possible cause of the thrombotic event was that it may have been because the patient's antiplatelet therapy (ticlopidine hydrochloride) was stopped, and the patient might get dehydrated.